Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: deformation is observed. Red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported left side capsular contracture baker grade IV and serous effusion. Device was replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Physician reported left side capsular contracture baker grade IV and serous effusion. Device was replaced with a non-allergan device.

Event description:
Physician reported left side capsular contracture baker grade IV and serous effusion. Device was replaced with a non-allergan device.

Manufacturer narrative:
Continued: (B)(4). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and serous effusion device evaluation: device photograph(s) for the device related to the reported event capsular contracture, anxiety-product/procedure, wrinkling other-medical-ndr, lump/nodule-ndr and malposition was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma -late : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.